Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due incorrect assembly.

Event description:
On 5/20/2022, it was reported by a sales representative via email that an ar-9560-24 univers revers modular glenoid system modulas baseplate, and an ar-9561-30s univers revers modular glenoid system central screw, dissociated during implantation. On the assembly press, proper hex alignment between baseplate and central screw was found via gentle rotation of screw until it fell flush to the back of the baseplate. The baseplate was aligned on the correct small/large pegs. The press was cranked down/pressured the morse tape together until the laser line was between min/max. Implant was threaded onto inserter and placed into glenoid. During rotation of screwing the implant into glenoid, the baseplate popped off the central screw, leaving the screw in the glenoid. It was removed cleanly with the hex driver from the mgs 2 tray. Additional information received on 5/23/2022: case was completed using a new baseplate and central screw, no further issues has been reported.